Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found the product to be functionally okay with insignificant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient's device was returned with no new event information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the implantable pulse generator (ipg) in the chest wall was eroding through the skin. It is unknown if there were environmental/emi factors that could have contributed to the issue, and a revision is scheduled for (B)(6) 2017. Additional information received from the rep on (B)(6) reported that the surgeon relocated the ipg to a new pocket and implanted a tyrx envelope to help facilitate the healing process. The patient did not show signs of infection and the revision took place on (B)(6). The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.